Event description:
Outbound, reports cassette #3 from last pre-filled cassette shipment dated 04/28/2021 will not attach to pump #387532 without double beeping and no disposable clamp tubing alarms. Found piece of plastic sticking up on the top of the tubing from cassette inner bag, under the plastic cassette piece that looks like a bridge and past it about 3/8¿ of an inch. Cassette she is currently using doesn't look like this. Lot number unknown, prefilled cassette, patient's husband trimmed off the piece f plastic between the bridge and the green button and was able to attach the cassette to the pump and start it without alarm. No further details provided.